Manufacturer narrative:
The technician found the down button on the hand pendant was malfunctioning causing all other head sleepdeck functions to not operate. He replaced the hand pendant to repair the bed.

Event description:
The account alleged the head section is drifting down slowly.